Event description:
Event description guidant received information that the cardiac resynchronization defibrillator (crt-d) was displayed elevated right ventricular (rv) and left ventricular (lv) impedances just a few days post implant. It was further reported that r-wave thresholds have dropped.